Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. One clip was successfully deployed on the mitral valve. To further reduce mr, an additional clip was inserter and placed on the mitral valve. After the lock line was removed, establishing final arm angle (efaa) was performed. However, the clip opened to roughly 35 degrees. The clip was stable on the leaflets; therefore, it was deployed. Mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa could not be replicated in a testing environment as the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿three (3) fluoroscopic videos were provided. The first video titled "img_2716" was taken during active use of the second cds (reported device) with the first implanted clip (no reported issue) observed laterally to the second clip. The second clip (reported device) is attached to an extended delivery catheter (dc), indicating the video was taken prior to deployment (mechanical separation). At the beginning of the video (00:00 mark) the second clip appears to be in a fully closed position (~10° - 20°) with the clip arms in a parallel position to the l-lock shaft. At the 00:02 mark, the clip arms are observed to jump open in a sudden motion to ~30°. As the video progresses, the clip arms appear to slowly reclose in a smooth manner from the 00:03 mark to the 00:10 mark (end of video). Presumably, this video captures active lock line removal which aligns with the reported incident details that "the clip opened to 35 degrees after the lock line was removed". After the clip opened, the user successfully reclosed the clip, as observed in the remainder of the video. The second video titled "img_2715" was taken immediately after deployment (mechanical separation) of the reported clip. In the video, there is a visually evident separation of the fully deployed second clip and l-lock shaft of the dc. In addition, there is evidence of some misalignment between the trajectory of the l-lock shaft and centerline of the second clip (reported device). Refer to figure 1 which provides a basic linear assessment of the positioning of the l-lock shaft relative to the deployed second clip. This suggests potential misalignment in the clip positioning with the valve plane and/or line of coaptation during leaflet grasping & deployment maneuvers which can result in added tension at the clip. Per the instructions for use, the user manually removes the lock line by retracting one of the free ends of the lock line from the dc handle, pulling the lock line through the harness of the clip until the lock line is completely removed from the device. Added tension to the system or the clip from a misaligned grasp can potentially contribute to increased forces exerted on the harness during lock line removal, causing the clip to momentarily unlock; this can result in the observed sudden clip arm opening during this procedural step, as seen in video "img_2716". In the IFU, after the lock line is removed in step 32.1.2, the subsequent step 32.1.2 states "the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position". Per the IFU and by design, the user can reclose the clip after the lock line is removed and is instructed to do so if the clip arm angle is observed to change during these steps. Both the second video ("img_2715") and third video ("img_2718") were taken post deployment (mechanical separation) in which the second clip (reported device) appears to be in a fully closed position (~10° - 20°) consistent with that observed at the end of the first video ("img_2716") after the clip was successfully reclosed. While the reported clip arm opening during lock line removal was confirmed and captured in "img_2716", the user correctly followed the IFU steps and successfully reclosed the clip. Once reclosed, the clip maintained a fully closed state post deployment based on the second and third videos provided. The clip arm angles provided in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. The reported issue of clip arms opening during lock line removal was likely a result of added tension on the device during this step in which the user successfully reclosed the clip in accordance with the IFU; there is no indication of a post deployment cowl or device issue."

Event description:
N/a.